Event description:
The customer obtained erroneously low sodium (na) results for four (4) patient samples from the unicel dxc 600 synchron system. The customer indicated that the erroneous results were not reported out of the laboratory. The customer recalibrated the instrument and repeated the samples when the issue was noticed. The customer obtained higher na results upon repeat and the results were believed to be correct and reported out of the laboratory. There was no change or effect to patient treatment in connection with this event. Although quality control (qc) result prior to the event was within the laboratory's established range, the customer stated that recovery seemed to drift lower. The customer indicated that more frequent calibrations were required to bring recovery back to the expected ranges.

Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer's site. The fse decontaminated and cleaned the ion selective electrode (ise) system, and replaced the carbon bridge as part of the procedure. The fse verified the repair as per established procedures and results met published specifications. Results: failure mode of the event is attributed to a contaminated flowcell.